Manufacturer narrative:
(B)(4).

Event description:
The patient was requesting an adjustment to stimulation for a new pain in her foot that started one week ago. This was noted to be a sudden change in therapy/symptoms. Indication for use included spinal pain.